Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer "during a PICC insertion, the inserter withdrew the 3cg stylet to inspect it (prior to PICC insertion) and the stylet was seen to be kinked at roughly a 90 degree angle within the magnet tip."